Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient lost stimulation. Lead diagnostics showed invalid impedances. The patient underwent surgical intervention to address the issue. The physician determined the extension was the source of the impedance issue. The extension was replaced with a new one which resolved the issue. The patient is now receiving effective stimulation.